Manufacturer narrative:
Gas leak.

Event description:
It was reported by service report that the fowler will not raise by power and there is a leaking gas cylinder. No pt involvement or adverse consequences are reported.